Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported repeated recoverable fault 32056 in the universal surgical manipulator (usm) 2. The procedure was aborted to another dv system with no reported injury.